Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site issues is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The insertion site started bleeding around (B)(6) 2019 and patient was fully recovered since the (B)(6) 2019. It was reported (B)(6) 2019 that the insertion site did not heal properly, the bleeding was so severe that patient was taken by ambulance. The hemoglobin level was 5.9 due to the bleeding. Patient did not know if she had been treated. Patient was hospitalized for 1 day. No further information available.